Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported difficulty acquiring the pupil. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit the tm (territory manager) could not duplicate poor tracking quality but noticed a spot on mirror from balanced salt solution. The tm replaced the mirror, calibrated tracker, and performed service installation record to specification. No technical root cause was identified as the system was operating within specification. (B)(4).